Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from (meter to meter results obtained of 248, 255, 237, 118 and 136 mg/dl. The customer¿s expected blood glucose test result range is below 120 mg/dl after 5-6 hr. Fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 08/20/2025 and open vial date was not disclosed. The customer did have another vial of test strips that had been stored and handled correctly, zc5681s, manufacturer's expiration date of 11/30/2025. During the call, a blood test was performed by the customer fasting and produced test result of 197 mg/dl using true metrix meter. The meter memory was reviewed for previous test result history: result 1: 248 mg/dl, date: on (B)(6) 2024, time: 4:30 pm fasting . Result 2: 255 mg/dl , date: on (B)(6) 2024 , time: 7:00 pm fasting . Result 3: 237 mg/dl , date: on (B)(6) 2024 , time: 7:00 pm fasting . Result 4: 118 mg/dl , date: on (B)(6) 2024 , time: pm fasting. Result 5: 136 mg/dl , date: on (B)(6) 2024 , time: pm fasting.